Manufacturer narrative:
The reported events were unacceptable threshold and perforation. The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Final analysis did not find any anomalies.

Event description:
It was reported that the patient experienced chest pain and presented remotely via merlin.net. Review of transmission revealed that the right atrial (ra) lead exhibited high capture threshold. Further evaluation showed that the ra lead had perforated the atrium resulting in pericardial effusion. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.